Manufacturer narrative:
(B)(4). The history log for this device showed the pad-pak was first installed successfully on (B)(6) 2012 and that it had performed to specification up to (B)(6) 2015. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. During this time the pad-pak became depleted and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.